Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity internal iliac artery (rca) that was heavily calcified. Pre-dilatation was being performed with the armada 35 7 x 100 x 135 percutaneous transluminal angioplasty catheter when the balloon ruptured at 8 atmospheres during the first inflation. There was no reported resistance during advancement to the lesion. The procedure was successfully completed with balloon angioplasty. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation summary: visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.